Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the top case front lower left corner cracked, and right plunger case cracked. Device was powered on; unable to duplicate the primary audible alarm bgnd test error. However, a primary audible alarm bgnd test noted in the event history log of the complaint. The problem source has been determined to be unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system malfunction error. The pump was not reported to have caused an incident with a patient.